Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager consistently failed after one use. A field service engineer (fse) tightened the wire harness connectors and applied carbon conductor grease. After performing additional troubleshooting techniques on the remote manager, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the refrigerator failed and was unable to recover or open door. The customer reported that the malfunction occurred when a user tried to issue medication to the patient, resulting in a delay in dispensing the required medication. There were no adverse events or injuries reported based on this incident.